Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had an emergency room visit due to low and high blood glucose on (B)(6) 2017 with blood glucose of 303 mg/dl. Customer reported of experiencing prime fill anomaly and continued to fill tubing as requested by pump. Customer over treated in anticipation of low blood glucose. The customer was treated with glucose and monitored while at the hospital. The customer was not wearing the insulin pump during the hospitalization. Customer was disconnected for less than 48 hours. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with the operating currents within specifications and passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and the displacement accuracy test. The insulin pump primed properly. The insulin pump had partially broken reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.